Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition 48 everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The trek referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A 3.0 x 48 mm xience xpedition could not cross the lesion. Pre-dilatation was performed and the xience xpedition was able to cross the lesion; however, when the balloon was inflated to 20 atmospheres, a dissection occurred. The dissection was treated with another xience xpedition. During the procedure an unknown trek ruptured during inflation. There was no significant delay in the procedure. No additional information was provided.